Event description:
It was reported that the device intermittently had a white screen when turned on using dc power. This is indicative of a lock-up failure. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.